Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. No adverse event was reported.

Manufacturer narrative:
A specific root cause could not be identified as insufficient sample material remained for further investigation. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could not be detected. The difference in the results from the different analyzers may be due to a biological component present in the sample that may interact differently with the assay components during the prewash procedure.